Manufacturer narrative:
Investigation: customer returned photos of a poly bag of 1cc, 6mm, 31g syringes in a poly bag from lot # 5138870. Customer states that they were pricked by the syringe with the cap off. The attached photos were examined and no syringe in the photos exhibited the shield off of the syringe that could cause a needle stick. As per manufacturing, there were two (2) defects noted during production of this batch. In both instances (200595625 & 200595615), the errors noted were for unrelated issues from the complaint. Conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (shield missing and needle stick).

Manufacturer narrative:
(B)(6). Results: a sample is not available for evaluation, however, the customer provided photos for investigation. The photos have not yet been evaluated but the manufacturing site has provided a device history record review. There were two defects noted during production of this batch. In both instances (200595625 and 200595615), the errors noted were for unrelated issues from the complaint listed above. Conclusion: a conclusion is not yet available. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a needle stick injury occurred with a 31 g x 6mm bd ultra-fine¿ insulin syringe due to the device's cap falling off. The injury was prior to patient use while the user was arranging insulin syringes into an acrylic box. The user stated she is still breast feeding and reported the incident to a doctor. The user received (B)(6) antibody, (B)(6) surface antigen, and (B)(6) testing.